Event description:
The issue occurred in a trixie lift, a lifter for assisted moving, and as reported from the customer the c n a was moving the resident from the wheelchair to his bed when the grey clip on the sling cracked down the middle causing the clip to unclip from the lift. The resident fell hitting his foot on the lower part of the lift. An arjohuntleigh technician has visited the site and inspected the device and found the device to be in a good condition. The sling that was used was worn and the clip had just split down the middle and then detached from the lift. MFR ref number 9611530-2013-00032.